Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set tubing was cracked and leaked blood during use. The following information was provided by the initial reporter: "after pressing run procedure "no replacement fluid detected" alarmed and it was noted that blood was leaking from the draw line lines were clamped and it was found that the cause was the extension tubing was defective/cracked."

Manufacturer narrative:
Investigation summary: a complaint of tubing ballooning and leaking during infusion was received from the customer. A sample was received for investigation. The tubing was deformed and looked as if it had ballooned. No cracks or tears were observed on the tubing. The manufacturing plant was notified of this defect and an investigation was performed. A device history record review for model 30204e lot number 21039703 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this defect could not be linked to the manufacturing process. It was determined to be an isolated event possibly from shipping and handling.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set tubing was cracked and leaked blood during use. The following information was provided by the initial reporter: "after pressing run procedure "no replacement fluid detected" alarmed and it was noted that blood was leaking from the draw line lines were clamped and it was found that the cause was the extension tubing was defective/cracked."